Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had been experiencing a glenoid component loosening, pain and loss of range of motion, 11 years post-operative. Patient ID: (B)(6)".